Manufacturer narrative:
The device was returned to resmed for routine service. During evaluation of the device, the internal battery was determined to be faulty. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery issue. There was no patient harm or serious injury reported as a result of this incident.